Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump emitted a spitting sound for 40-60 minutes and the patient¿s blood glucose dropped 108 mg/dl. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/07/2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the pump¿s black box found no related alarms or issues; data relevant to the complaint date was overwritten due to continued pump use. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm; no abnormal noises were observed.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.